Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a magnetic resonance imaging (MRI) technician on 2016-02-11 stating that the implantable neurostimulator (ins)/system was not functioning. It was stated that it never worked and "never took it out". There was no therapy benefit. They stated that the ins had been removed, but they had no more information and were just repeating what the patient had told them. It was stated that the patient was elderly and the caller was unsure if the patient was aware of what they were saying.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-45 lot# v419063, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v419063, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2010, product type; lead. (B)(4).

Event description:
Additional information received reported that at the time when the patient lost weight, she was on lyrica and stuff like that. The patient stated the leads were left in there and she did not know how much of lead were taken out. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patients implant worked partially for a little bit; therapy didn¿t work for her back and lower back because it was too close to the skin, and it never helped the pain. The healthcare provider (hcp) told her the implantable neurostimulator (ins) couldn¿t be removed because the device had been implanted too long and it would be too dangerous to remove now. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a 2 full physician mode recharges. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2011 and the battery was charged to 4.040 volts. On (B)(6) 2011, the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient had her system removed on (B)(6). It was felt that the therapy had not been effective since implant and he pain pattern had changed since implant and may not be neuropathic in nature. The patient had lost 50lbs and the stimulator caused discomfort. The physician removed the stimulator but left the leads intact. The surgery was uneventful. If additional information is received, a follow-up report will be sent.